Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "materials of construction are not biocompatible" or "stiffness of the product improper surface". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been using catheters from the office for the patients due to months prior, the patient had really bad irritation and swelling. No medical intervention was reported. Per additional information received from the customer contact on (B)(6) 2020, the patient also experienced a urinary tract infection which was treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had bad irritation and swelling from using the catheter. Per additional information received from the customer on 19oct2020, the patient allegedly experienced an urinary tract infection, which was treated with antibiotics.